Manufacturer narrative:
Additional information was received that the patient was no longer feeling pain or discomfort at the implant site. It was unknown how it was resolved. No further course of action at this time.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site and over the lead incision site. Database (db) analysis revealed no anomalies. The patient was prescribed lidocaine ointment.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4)description: coveredge 32 50cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site and over the lead incision site. Database (db) analysis revealed no anomalies. The patient was prescribed lidocaine ointment.